Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s pump had been alarming for 3 weeks. The patient stated that every time the pump alarms she was feeling a ¿catastrophic shock¿ in her belly. The patient also reported that the battery in their pump was out and she thinks she broke a ¿rod¿ in their back. The patient was at the hospital and the hospital staff were looking for a neurosurgeon to replace the pump. The patient also stated that they were paralyzed and ended up in the ER (emergency room) when the pump ran dry (B)(6) 2017. The patient had been given a prescription and shots of dilaudid in the hospital and the patient was no longer paralyzed. The patient stated that the pump did not have anything in it at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, dilaudid, lidocaine and marcaine, does and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that on (B)(6) 2012 they didn¿t hear the single beep alarm and felt it isn¿t working and a healthcare provider told her the non-critical alarm wasn¿t working. The patient reported that in (B)(6) 2017 they were dismissed by their healthcare provider .the stated their last refill was (B)(6) 2017. The patient had been dismissed 6 times by the healthcare provider but they always took the patient back for refills. The patient was dismissed for reasons of rescheduling appointments, being late etc. The patient no longer had a managing healthcare provider and did not find a replacement managing healthcare provider in time for a refill. The patient¿s alarm went off on wednesday (B)(6) 2017. On (B)(6) 2017 the patient went to the hospital via ambulance and was given 2-4mg injection and then given oral medication, 2mg dilaudid tables and phenergan for the weekend. On (B)(6) 2017 the patient stated that their legs just completely contracted and she couldn¿t walk or anything. The patient went via ambulance and was given another injection and sent back home. On (B)(6) 2017, twenty-four hours later on saturday the patient had same issues of legs completely contracting up and they couldn¿t walk. The patient went via ambulance to the hospital and was given another injection and then sent home. On (B)(6) 2017 the patient returned on sunday because they were throwing up. The patient stated that she was having dilaudid withdrawals and was paralyzing her in her legs, stating her muscles were contracting and are rock hard, not being able to use them unless the patient gets dilaudid injections. The patient did not have an pcp (primary care physician) and their pain management healthcare provider had always been their pcp (primary care physician) and managed their pre-existing conditions and felt that going to another healthcare provider can cause issues. The patient stated the hospital reviewed with her that she could get the pump taken out and go back to oral pain management if she couldn¿t find anyone to refill the pump and manage the pump but the patient stated the pump has really helped her and doesn¿t want to deal with that. The patient stated that states she just figured the healthcare provider would take her back to refill the pump as he has in the past and he decided not to. The patient was looking for a new pump managing physician and was sent physician listings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The physician gave a range for the patient's weight as (B)(6).

Event description:
Additional information received from the healthcare provider reported that the patient had been dismissed over non-compliance. There was no action taken. The patient did not contact the physician regarding not being able to fill the pump or they would have likely agreed to fill it. The patient¿s managing physician was not aware of any of the patient¿s problems. The physician last saw the patient on (B)(6) 2017 and dismissed the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-apr-27. It was reported that the battery in the pump had depleted and the pump was dry. Patient stated there was a new pump alarm that started as of (B)(6) 2017. Patient stated it was a two tone alarm and was alarming or beeping. No symptoms were reported at this time. The patient clarified that the battery in the pump was not depleted or dead. The patient stated the pump was not working as of (B)(6) 2017, medication was not going through the tubing. Patient stated they pump medication in the pump, but the medication was not going anywhere so they removed the medication and put the patient on oral pain medication until the pump could be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.